Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine follow-up. Far-r wave oversensing during bi-ventricular pacing was noted on a stored egm. Programming changes were made. The patient is stable.

Manufacturer narrative:
(B)(4).